Event description:
Our affiliate is reporting that after undergoing a rotator cuff repair performed in 2007, the patient phoned the surgeon eight days later, saying that he/she had temperature and pain in his/her operative shoulder. The patient was treated with an arthroscopic antibiotics washing. To date, the patient's health status is unknown. (See also associated reports 1221934-2007-00125 and 1221934-2007-00126).

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. The actual complaint device is not being returned, only a sample device from the same lot. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 215 devices that were released to distribution. At this time, we are still in the information-gathering phase. A mitek device was involved in a patient infection incident; therefore, we are filing a report to document this event. When and if more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Similarly, when and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.